Manufacturer narrative:
An investigation of the reported condition was performed. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for the lot was reviewed. During the packaging of this lot, pieces were visually and physically tested with zero issues recorded relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually and physically tested with zero issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. The actual sample involved in the complaint event was received for evaluation. The site received one unpackaged syringe sample with this report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A (B)(4) liquid was present to the (B)(4) unit graduation line inside the syringe barrel. The (B)(6) lab performed a scan of the (B)(4) liquid. The scan resulted in an inconclusive identification of the liquid due to the closest match in the site's scan library of only (B)(4). Scan results of (B)(4) or better are necessary to (B)(4) materials. The plunger of a 1ml (B)(4) small safety syringe was extended to the (B)(4) unit graduation line to simulate the received syringe sample. The syringe could not be automatically loaded through the assembly process due to the extended plunger rod. An attempt to manually load the syringe sample was not successful. With the plunger extended to the (B)(4) unit graduation line, the syringe was longer that the length of the formed blister pocket. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The manufacturing site has not been able to replicate the packaging of a 1 ml magellan small safety syringe with liquid fill to the (B)(4) unit graduation line into the existing packaging configuration. Since the sample and process analysis could not establish feasibility of the reported issue as a manufacturing defect, root cause is strictly hypothetical in nature. The two most probable sources for a clear liquid present in the syringe barrel are barrel silicone lubricant and water. Both liquids are in the site's scan library. The following control mechanisms are in place to prevent the occurrence and acceptance of contamination in the syringe barrel during the syringe molding, assembly and packaging processes: the manufacturing site maintains material verification processes. The resin, rubber tips and silicone must pass incoming inspection and certification review requirements prior to release to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Training is conducted on the required cleaning and maintenance activities to ensure process capability is maintained. The manufacture of the molded components is conducted within a validated process. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. The barrel printing process is validated. Periodic inspections are conducted to ensure barrel print meets specification requirements and the barrel has not been damaged during the printing process. The syringe assembly process is validated. The barrel is cleaned prior to insertion of the rubber tip and plunger rod assembly. Periodic inspections are conducted to ensure the syringe assembly meets specification requirements for visual appearance and functionality. The syringe packaging process is validated. Visual inspection and package integrity testing is conducted to ensure the syringe has not been damaged during the packaging process and the sterile barrier is effective. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin syringe. The customer states they found a syringe with what looks like fluid inside up to the 15ml line.